Manufacturer narrative:
Technician found the roller bearings in the brake block were worn out. Tech replaced bearings to resolve.

Event description:
Technician alleged the brakes do not hold. No injuries reported. Unit was in the bed shop at the time.